Event description:
Dialysis machine alarmed air in blood and pump shut off and clamped venous line. Catheter lines clamped. Blood leaking out underneath catheter. Noticed triangle on catheter was cracked by the wings. Blood not returned. Area reinforced with 4x4 and pressure dressing. Pt sent to emergency room for replacement catheter via ambulance. MFR # 2518902-2004-00035.